Event description:
A customer contacted beckman coulter (bec) reported approximately a half cup of diluent spilled from the coulter ac*t diff 2 analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the system leaked on the counter following startup. The issue was caused by a clog in the vacuum isolator chamber (vic). The fse replaced the vic and connective tubing to resolve leakage. Following the repair, the startup resulted in elevated platelet background counts. The fse performed a decontamination procedure which included bleaching the instrument, diluent reservoir, and reagent pick up tubes. The fse also replaced the reagents with new ones. This procedure resolved the high platelet background issue. Startup and quality control was successful after the service activities were performed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).